Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was not functioning on ac power. There was no patient involvement at the time of the reported incident. The service engineer inspected the device and replaced the power supply. The service engineer ran an extended self test (est) and the ventilator is operating properly.